Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the outer thigh on (B)(6) 2022 and on (B)(6) 2023 using a coolsmooth pro applicator and developed paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the right outer leg on (B)(6) 2022 and (B)(6) 2023 using the coolsmoothpro applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/7/2023. Clarification to b3 partial date of event: "3 month" post treatment was provided. Continued d4 serial number (B)(6), catalog no. Sa16789.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral outer thighs on (B)(6) 2022 and (B)(6) 2023 using the cooladvantage coolsmoothpro system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.